Event description:
This ra lead was implanted on (B)(6) 2015, and remains implanted at this time. A call placed to technical services on (B)(6) 2018, indicated that lead safety switch was triggered on (B)(6) 2018 for atrial pacing impedance of more than 3000 ohms. It was observed, that there has been jumps in atrial pacing impedance for this patient. Isometrics and pocket manipulation were done, but no noise was observed. And the impedance was in range. The noise was only observed, after the lead safety switch, because of unipolar sensing. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).